Manufacturer narrative:
Received one used endobeam laser fiber with original unit packaging. A visual inspection of the device revealed that the fiber had broken into two separate pieces approximately 19.5 inches from the proximal end. The break appears to be a compound break with burn marks on the break section. The proximal end of the fiber is in good condition with no char or burn marks. The distal end of the fiber is stripped and shows typical erosion on the fiber tip from the laser firing and melting at the strip junction. Due to the nature of the break, the possible cause of fiber breakage is due to stress and/or excessive bending at the fracture site that occurred during lasing. The reported event is confirmed as user-related. The following conditions of mishandling could have contributed to the broken fiber: 1. Insertion of the fiber when the scope is in the deflection position. 2. Pulling the fiber from the mounting card without lifting the tabs. The instructions for use for this device have the following precautions: when removing the fiber from its pouch or tray, secure the distal tip to avoid damage or contamination. Do not apply excessive force to the tip of the fiber as breakage may result. A review of he device history record did not indicate any manufacturing nonconformance that could have caused or contributed to the reported event. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the laser beam was not aiming straight out the front the fiber. No patient injury occurred. Another device was used to complete the procedure. The fiber had broken midway into two separate pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will e filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.